Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: during investigation, a review of the black box data showed no evidence of short battery life. The pump powered on normally with the returned battery cap. A visual inspection of the pump showed that the battery compartment was intact. The battery cap was able to tighten securely. During testing, the pump current draws were found to be within specifications. The battery life issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. There was no defect found during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.